Manufacturer narrative:
Mentor became aware of omitted data for previous report. Block d7- explantation date has been updated with (B)(6) 2020 as the best estimate based on the receipt of the suspect medical device. Reason for device explant and/or reoperation: deflation h6 patient code 3191: medical device removal manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information from the surgeon that upon explantation, the left implant appeared to have a yellow part of the valve that was loose, which she believed contributed to the gradual deflation of the device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on september 5, 2021; the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Additional information was later received stating that, upon explantation, the implant appeared to have a yellow part of the valve that was loose, which she believed contributed to the gradual deflation of the device. The product was re-evaluated, the valve system was reviewed, and no anomalies were observed, a leak test was performed, paying attention to the valve system, and it worked as expected. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab performed additional evaluation based on a photo of the suspect medical device. Photo evaluation summary: upon visual evaluation of the images provided in the complaint, only the valve was observed, and no apparent damage was observed. However, a visual yellow anomaly was observed in the area of the valve. It should be noted that it cannot be determined when this happened. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the left breast implant. During the visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. After a thorough analysis, we were unable to confirm the reported event. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A second product was received 1002575 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent a primary breast augmentation with 350cc mentor smooth round moderate profile saline breast implant has experienced postoperative left-sided implant deflation. The patient experienced the left breast deflating and appears smaller than the other, and deflation is confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.